Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Event description:
Healthcare professional reported "patient came to us with complaints of breast deformity, pain in the area of the breast" and "as a result of the operation, the right breast implant rupture, the double capsule of the right breast." Record is for right side. Device has been explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.